Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with severe corrosion on electronic board stack and on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump came in contact with water and received critical pump error as well as one another pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will not be returned to the analysis.